Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product

Event description:
It was reported that the stent damage occurred. The 90% stenosed target lesion was located in the severe tortuous and severely calcified coronary vessel. A 2.75x20mm synergy stent was advanced to treat the lesion. However, the tip part of the stent struts was found to be lifted. The procedure was completed with another synergy stent.

Event description:
It was reported that the stent damage occurred. The 90% stenosed target lesion was located in the severe tortuous and severely calcified coronary vessel. A 2.75x20mm synergy stent was advanced to treat the lesion. However, the tip part of the stent struts was found to be lifted. The procedure was completed with another synergy stent.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: synergy ous mr 2.75 x 20 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination found damage to the distal end of the stent with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.